Event description:
The reporter stated prior to loading an 11.5mm icm115v4 implantable collamer lens, the tech held the icl with forceps and the icl drooped and seemed to be thin. There was no patient contact.

Manufacturer narrative:
(B) (4). (Icl drooped and seemed thin). (B) (4).